Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility and will not be returned.